Event description:
The account alleged the side rail would not latch in the up position. No injury reported.

Manufacturer narrative:
The account replaced the side rail center arm assembly and the mount bracket for the side rail to resolve the issue.